Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was arrested or driving without a license and was not allowed to get treatment. The customer was given a lot of sugar, food, and a glucagon shot to treat. The customer's blood glucose stays over 500 mg/dl for a week whenever they get a glucagon shot. The customer experienced symptoms such as talking fast, incoherence, and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering as they keep dropping low. Troubleshooting was completed. The customer lost their meter and was also advised about the temp vent block issue. The customer drove into a ditch due to visibility issues, and their blood glucose was 110 mg/dl. The insulin pump will be returned for analysis.